Manufacturer narrative:
There were five items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged.

Event description:
It was reported that it was observed at incoming inspection that the blade had come through its sterile package. No adverse consequences were reported.